Event description:
It was reported that review of past x-rays found externalized conductors. No electrical anomalies were noted. The lead will remain implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.